Event description:
Add'l info rec'd from MFR 4/18/01: the device was explanted and returned in 2001, and is currently in analysis. Initial assessment confirmed the device was in fallback mode, which provides limited defibrillation and pacing therapy for the pt. The device has been routed for detailed analysis.

Event description:
ICD generator fault started beeping. Pt was seen at clinic where a device fallback fault was noticed. Device set to single zone shock only and pacing non-programmable.